Manufacturer narrative:
The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a wound dehiscence. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side stitches opened up. Device has been explanted.